Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock in blister pack leaked from its stopcock. This occurred during infusion of propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction/additional information: clarification was received that there was no patient injury or medical intervention associated with the event. The device was received for evaluation. Visual inspection and leak testing were performed and revealed a crack in the luer of the stopcock. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.